Event description:
The endoscopy support specialist (ess) reported that during an onsite tiger team in-service at the customer¿s site, the scope was not precleaned within the validated time frame. Additionally, the ess noted tower was far away causing unnecessary stress on the light guide tube. The customer used unnecessary torque on the insertion tube while placing the insertion tube down the intubation tube and the customer did not protect the distal tip of the scope striking it against the scope tower. There was no associated patient infection reported.

Manufacturer narrative:
While onsite the ess completed the in-service covered all the steps for pre-cleaning, prior to use, during procedure, precleaning (only observation), transportation and repair. The ess educated the customer to reprocess in accordance with all steps of olympus which was mentioned in ontrack form and reprocessing manuals. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. This event can be prevented/detected by following the instructions for use which state: precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Based on the results of the investigation, likely cause of the reported event is due to unintended use error. Olympus will continue to monitor field performance for this device.